Manufacturer narrative:
The returned pump was seen to have a clot on the outflow cage, after removal the pump ran within specification in a basin of water. The data logs showed low flows and suction alarms occurred on (B)(6) 2019 after 4.5 days of successful support. Heparin level in the purge was reduced prior to low flows. The root cause of the low flows was built up biomaterial which wound around the impeller over time and caused low flow. There was not a notable motor current spike indicating biomaterial ingestion. The root cause of the clot was due to built up biomaterial.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) years old white male patient had impella cp pump inserted in the right femoral for acute myocardial infarction (ami) with shock. After impella was removed, clot was noticed so the patient was taken to the operating room (or) for vascular surgery.